Event description:
A us distributor contacted zoll to report that monitor sn (B)(4) does not communicate with a test belt.

Manufacturer narrative:
Device evaluation summary. Device evaluation of monitor sn (B)(4) is complete. The reported problem (does not communicate with a belt) was confirmed. As received, the monitor failed incoming functionality testing. Upon evaluation, the belt receptacle was snapped from the case with some wires broken. The cause of the test failure was the broken wires. The root cause of the broken wires was due to physical abuse. No adverse event resulted from the defective electrode belt.